Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patches and ventralight st on (B)(6) 2014 and/or (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh devices. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, ¿an infraumbilical incision was made a dissection was taken down. A small ventralex mesh (device #1) was placed deep to the fascia using prolene sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per op notes, ¿the omentum was adherent to the anterior abdominal wall at the hernia site and were taken down. Appeared the mesh (device #1) had incorporated well. A medium ventralex mesh (device #2) was placed deep to the fascia using prolene sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with removal of old mesh (device #1 & #2) and implant of ventralight st mesh using echo ps (device #3). Per op notes, ¿lysing the extensive adhesions between the omentum and the anterior abdominal wall as well as the retained piece of mesh from prior surgery. The mesh was retracted and wadded up into a ball therefore removed the old mesh (device #1 & #2). A ventralight st mesh using echo ps (device #3) was placed into the abdominal cavity using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI, expiry date), d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex hernia patch (device #3). Additional supplemental emdrs was submitted to represent the bard/davol ventralex hernia patch (device #1) and bard/davol ventralight st with using echo ps (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex hernia patch (device #3). Additional emdrs was submitted to represent the bard/davol ventralex hernia patch (device #1) and bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patches and ventralight st on (B)(6) 2014 and/or (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh devices. It is also alleged that the patient experienced emotional distress and the device was defective.